Event description:
Alarming low o2, giving error codes 1209,1208,

Manufacturer narrative:
H10: this report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting o2 alarm messages on screen during set up on a v60ventilator. The device is considered to be in clinical use. There was no report of harm. The device was removed from service for inspection. A philips remote service engineer (rse) evaluated the issue remotely and confirmed with biomed error code 1208 (oxygen not available) and 1209 (low o2 supply pressure) were present in the diagnostic event log. The rse advised the customer biomed to test unit in an effort to duplicate the alarm. The device has ecylinder o2 tanks attached to stand, the problem may be an o2 source error when the event occurred and no problem with the unit. The rse also advised inspection of the o2 hose and connector and o2 manifold for proper operation. The customer did not respond to multiple requests for additional information. Therefore, no further details regarding the alleged malfunction, corrective action, nor final disposition are known. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.